Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Unique device identification (UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, when the 2d images were taken, the communication between the image acquisition system (ias) and the mobile viewing station (mvs) was disconnected. An error was displayed on the ias control panel. After that, the issue was resolved by rebooting both ias and mvs. The procedure was continued and completed using the system without further issue. There was no patient impact reported and no delay to surgery.